Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no patient involvement, as the customer was using manual injections for therapy at the time of the event. Reportedly, the customer loaded a new cartridge.